Event description:
It was reported 1 bd solomed¿ syringe from lot # 8289531, and 1 syringe from an unknown lot, were found cracked during use. The following information was provided by the initial reporter, translated from portuguese to english: I bought two 3ml solomed syringes, when I used them I noticed that they were cracked. The first one I threw away, and I kept the second - lot 8289531 fab 2018-11. The customer bought 6 syringe at the same time and two was cracked. The first one was discarded and the customer do not have the lot. The second one was reported with the lot 8289531.

Manufacturer narrative:
H.6. Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe barrel cracked. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel cracked at another syringes. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8289531. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-10-31. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 1 bd solomed¿ syringe from lot # 8289531, and 1 syringe from an unknown lot, were found cracked during use. The following information was provided by the initial reporter, translated from portuguese to english: I bought two 3ml solomed syringes, when I used them I noticed that they were cracked. The first one I threw away, and I kept the second - lot 8289531 fab (B)(4). The customer bought 6 syringe at the same time and two was cracked. The first one was discarded and the customer do not have the lot. The second one was reported with the lot 8289531.